Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 . Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What date did the reaction occur on ? 24.09.20 ((B)(4)) please provide details. Bilateral breast reductions: what date did the reaction occur on ? Reaction occurred three days post-operatively what does the reaction look like and how large of an area does the reaction cover? Appears all areas of tape application, particularly ends of scars medially, i.e. Between breasts. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Tape removed on day of reaction occuring, oral prednisone and antibiotics prescribed what is the most current patient status? Patient well healed with no ongoing adverse affects. Can you identify the product code and lot number of the product that was used? I don¿t believe so. Is the device available to be returned for evaluation? No. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a bilateral breast reduction on (B)(6) 2020 and topical skin adhesive was used. Reaction occured three days post-operatively. It appears all areas of tape application, particularly ends of scars medially, i.e. Between breasts. Tape removed on day of reaction occuring, oral prednisone and antibiotics prescribed. Patient well healed with no ongoing adverse affects. Additional information has been requested.